Event description:
It was reported that the device is not holding a charge. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms#: 617147. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the bottom case was damaged. During functional testing; charging and testing pump, the device would not hold a charge, the reported problem was duplicated. The root cause of the reported issue was found to be the customer used a counterfeit, non-approved, no-manufacture battery back. Replaced battery and interconnect board as a preventative measure.